Event description:
It was reported that iab was prepped according to procedure. During sheathed insertion, the balloon prematurely unwrapped. The assembly was exchanged. There were no reported pt complications.